Event description:
It was reported that the patient was experiencing bilateral leg pain following a fall and it was assessed that the device had migrated. The patient underwent an explant procedure to remove the device. The device was discarded by the facility and will not be returned for analysis. The patients status is unknown. Additional information was received that post-operatively the patients pain has returned to pre-implant level.

Event description:
It was reported that the patient was experiencing bilateral leg pain following a fall and it was assessed that the device had migrated. The patient underwent an explant procedure to remove the device. The device was discarded by the facility and will not be returned for analysis. The patients status is unknown.